Event description:
Ous MDR - no capture was reported after an implantation time of about 45 months. The lead was not returned to biotronik. No worsening of the patient's state of health was reported. The date of the explant was not provided, and there was no information provided to suggest what intervention was provided, if any.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.